Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the imaging system passed accuracy testing with the calibration kit.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed that was 1-2 millimeters inferior than intended. The site opted to complete the procedure compensating for the imprecision. It was reported that a 27 gauge needle was placed on the spinous process when testing the accuracy following the image acquisition. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.